Event description:
It was reported that the filter was tilted and had perforated the surrounding structures. On (B)(6) 2003, the patient was implanted with a greenfield filter. The patient had a history of deep venous thrombosis (dvt) and pulmonary embolism. On (B)(6) 2019, the patient received an abdominal CT scan to evaluate placement of the inferior vena cava (ivc) filter. The filter was observed to be tilted 11 degrees anteriorly and 15 degrees medially, relative to the axis of the ivc. Additionally, multiple struts were observed protruding beyond the confines of the ivc by 0.5 cm. No further patient complications were reported.